Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of system risk analysis (sra). Without the lot number or return of the device, the investigation was limited. Device history record review, lot trending, and device evaluation could not be performed. The sra indicates the risk is "low," with a hazard of quality problem with no impact to safety. There is insufficient information to determine an assignable cause for the event in this case.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is unknown. Expiration date - the correct expiraton date is unknown.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was not released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00124 and 2084725-2016-00125.